Event description:
Complainant alleged that while a third party service technician was testing the device on a simulator, the device gives an "attach pads" prompt with pads attached. Complainant indicated that there was no pt involvement in the reported malfunction.